Event description:
Customer called to report that he is unable to download from carelink. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Unable to download pump to care link due to several a47 alarms in the alarm history file. A47 alarms due to a corrupted history file. No cosmetic damage noted.